Event description:
It was reported to medtronic neurosurgery that during the operation the catheter passer of a strata ii shunt assembly kit was passed smoothly from the abdomen to the cervical region. When it was advanced further into the cervical region to the auricle, the tip of the passer broke off. The patient was x-rayed to find the location of the tip, but it could not be located. The procedure was completed using an alternative device. It was also reported that the operation time was extended due to the event, but the exact delay time was not reported.

Manufacturer narrative:
The polypropylene tip of the obturator was observed to be broken off and missing. It is unknown how or when the damage occurred. White stress marks were observed on the broken end of the obturator. Additionally, tooling marks were observed on the end of the passer shaft. A review of the manufacturing records showed no anomalies. (B)(4).